Event description:
It was reported that before using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, customer found (1) tube was missing a label. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one sample from the customer in support of this complaint which indicated a missing tube label. Additionally, evaluation of the 100 retained tubes from this lot number identified no further examples of missing labels. Bd was able to confirm the customer¿s indicated failure mode based on the sample provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, customer found (1) tube was missing a label. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-jul-2024. Investigation summary bd received one (1) sample and one (1) photo for investigation. The photo and the sample were evaluated and the indicated failure mode for missing label was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label based on the photo and the returned sample. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.